Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
A trial patient reported that the wire came loose. The patient was on day 3 of basis evaluation. No patient symptoms or harm were reported.